Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens implant procedure, lens was implanted in sulcus of a patient after rupturing the capsular bag. Additional information has been requested.

Manufacturer narrative:
A malfunction has not been indicated against the lens. Information was provided that the surgeon implanted a company lens into the sulcus of a patient after rupturing the capsular bag. There was no indication that the lens was related to the event. The instruction for use (IFU) instructs this lens should not be implanted if the posterior capsule is ruptured, if the zonules are damaged, or if a primary posterior capsulotomy is planned. The company iol is intended for capsular bag placement only. The reporting facility has not provided any further information. The manufacturer internal reference number is: (B)(4).